Event description:
Zenith main body graft was positioned and deployed a little lower in the aorta than desired. A main body extension was advanced into the aorta and deployed. The extension was deployed in a tilted manner in the aorta and the desired coverage proximal to the main body graft was not obtained. A second main body extension was advanced high inside the aorta, releasing the proximal segment of the extension until if flared out, the delivery system was then slowly pulled downward to the proper location and the extension was deployed. When pulling the extension downward, the device snagged on the superarenal stent. A dilation balloon catheter was advanced and inflated at the site, pushing the stent against the aortic wall. The balloon was further utilized to slightly pull the graft downward and set the suprarenal barbs in place. Final anigogram noted a secure seal of the aneurysm. No endoleaks were viewed.